Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic ercp in 2006. It was reported that during introduction, "the tip of the cannula was bent". The procedure was completed with another device. The physician did not notice any detachment from the device, however, a piece of the distal tip was found to be missing during product evaluation. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has been received by this manufacturer. An evaluation has been completed and the complaint has been confirmed. A visual evaluation found that the working length had two 360 degree twists in it. A piece of the distal tip was found to be missing. Approximately, a 1.5 millimeter wide by 0.5 millimeter long piece had been torn out of the distal edge of the device. The proximal end of the guidewire introducer was found to be cracked around the circumference of the part. The device was placed into a 2.8 millimeter duodenoscope and the orientation was found to be within manufacturing specifications. The root cause of the failure is unk. A lot history search was performed and revealed no other complaints reported against lot number 8578359. Our directions for use outline appropriate placement, access and maintenance procedures.